Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during preparation of the device, resistance was felt upon removal of the ¿metal stylet¿ from the distal tip of the catheter, and the microcatheter¿s tip ¿popped off ¿. There was no patient involvement.